Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, patient's tissue got inside the pulley of the fenestrated bipolar forceps instrument. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was used several times prior to the reported event. The tissue was released alone, with no tension. There was no tissue excised and no bleeding due to this event. According to the surgeon, this event did not impact the procedure as a whole. The patient did not experience any post-operative complications. The surgeon believed that a defect on the pully caused this event. No photos or videos were available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and no product issue was identified. The instrument passed the external visual inspection. There was no grip damage or misalignment. The instrument also passed the internal visual inspection. The instrument passed the manual articulation of inputs test and the electrical continuity test. The instrument was placed and driven in an in-house system. The instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument passed the energy delivery test and the bumper test. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.